Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify a33 alarm due to motor error alarm. However, unit passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had compromised force sensor system alarm. The customer blood glucose level was 407 mg/dl at the time of incident. The customer did advised of troubleshooting for high blood glucose but unable to did since insulin pump had compromised force sensor system alarm. The customer was treated with manual injection for high blood glucose. Customer stated that drive support cap was normal. The insulin pump will be returned for analysis.